Manufacturer narrative:
Patient information is not known at the time of filing. A medtronic representative went to the site to test the equipment. Testing revealed that analog offset calibration was required. Once the representative performed the calibration. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used intra/peri-operatively of a sacroiliac and thoracolumbar procedure. It was reported that there are ring artifacts on the images for a case. The site was able to complete the case with the poor image quality. The site stated that gain calibrations were done one day ago and still were having these issues. There were no delay to the procedure and no impact on patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.